Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat mildly tortuous, heavily calcified, de novo, mid and proximal, left anterior descending artery that was 90% stenosed. A 2.0 x 15mm tenku rx balloon catheter was being used for pre-dilatation when the balloon ruptured at 12 atmospheres during the second inflation. Another balloon catheter was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.